Event description:
Laser tattoo removal treatment # 3 to right forearm multicolored tattoo with the 1064 nm and 532 nm wavelengths on the enlighten device. According to documentation received in the course of our investigation, it appears that the settings used to perform the treatment were inconsistent with the recommended treatment settings for both the 1064 nm and the 532 nm wavelengths. Ultimately, the treated area developed partial thickness burns that required professional wound management. Because the physician has not allowed cutera field service representatives to inspect and test the laser for reasons the physician describes as a high likelihood of litigation, we have been unable to determine if the device performed as intended.